Manufacturer narrative:
(B)(4). A 510(k) number will not be provided, as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or is similar to a product distributed within the u.s. The device is currently being evaluated on-site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device serviced on-site by a baxter field service technician, and the condition was confirmed by service through the event history. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified as the condition was not related to the customer reported condition. No further testing has been completed at this time and no repairs have been performed. If any additional information is received, a follow up MDR will be sent.correction g5: k041191.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a downstream occlusion set alarm on channel c, which interrupted delivery. This alarm may have been a false alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92. No additional information is available.